Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind and displacement test. No unexpected restart alarms noted. However, unit alarmed compromised force sensor during basic occlusion due to slightly loose drive support disk. Unit received with cracked case at display window corners and case at reservoir tube window corners. Unit received with broken battery tube threads and belt clip slot. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is protruded. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.